Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery had 1.5 years remaining and recently device checked showed three years left on it. Boston scientific technical services (ts) discussed that device had four longevity buckets and it is based on either programming from the physician or measurement from device. Ts also added that this is not abnormal to occur. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. Laboratory analysis determined that this device declared elective replacement time (ert) in the second current bin after eight years of implant. The auto threshold measurements in memory noted 2.5v to 2.7v with several retry entries noted. The longevity changes were due to the small fluctuations in lead impedance measurements and/or the bin mismatch between the programmer and the device when the calculated current is near a bin boundary. The switch to the higher current bin was not evident to the user.

Event description:
Additional information indicated that this pacemaker was explanted due to normal battery depletion. No additional adverse patient effects were reported.